Event description:
Ordered humulin u 500 insulin in a pen-form to administer to patient. The needles supplied to the nursing staff to administer to the patient did not have a safety shield. This could have led to a potential needle stick injury for the nursing staff caring for this patient. No injury occurred to the nursing staff during this patient's admission.